Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed with no anomalies found. The lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) defibrillation coil was below the expected lower range. It also indicated the impedance of the svc (superior vena cava) defibrillation coil was below the expected lower range. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead toned alert for low impedance in the superior vena cava (svc) and the rv coils. During lead revision, the physician suspected insulation damage although no insulation damage was found. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.